Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/07/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that after wearing the sensor for two days, the area around the insertion site started becoming painful and was accompanied by a red bump. On (B)(6) 2016, the patient went to the doctor due to the skin reaction. Patient was prescribed antibacterial bactrim. Affected area was treated with the prescribed bactrim. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.